Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was displaying the very low fio2 (fraction of inspired oxygen) alarm. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it displaying the very low fio2 (fraction of inspired oxygen) alarm was confirmed. Ventec replaced the oa2 board (circuit board) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the oa2 board.